Event description:
Pt under anesthesia undergoing skin graft. During middle of anesthesia pt switched from ventilator to bag. Crna unable to ventilate and returned pt to ventilator with problem. Attempted procedure several times with same result. At one point was able to get bag apparatus to work. Decision made to continue with bag because surgery was over. Ambu and o2 tank called for back up. Pt unaffected. No change noted on gas analyzer. Biomed and co repair representative contacted. Broken shear/pin found in the auto/bag selector mechanism.